Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with low flow and decrease in power. A pump exchange was subsequently performed. The log file submitted to the manufacturer for review revealed an extended period of low flow and low power consumption. Prior to low flow, there were scattered power elevations associated with pulsatility index (pi) events.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.